Event description:
During remote monitoring, abbott technical support identified a marker anomaly on the device. No intervention was performed at this time. The patient was stable and will continue to be monitored.